Event description:
The customer received a blood glucose reading of 106mg/dl on the contour usb meter, re-tested on a different meter and the reading was 485mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the customer returned the test strips for evaluation.replacement test strips and new meter were sent to the customer.